Manufacturer narrative:
The end user was being pushed outside while sitting on the transport chair. It was reported that one brake did not hold and the chair hit a curb. The seat belt was not being used at the time of the incident. It was reported that the brake had been sticking for two months prior but they continued to use the device. A hairline fracture of her foot was diagnosed and she was placed in an air cast for a few weeks until it healed. The sample was returned and evaluated. The right brake was not adjusted correctly. It was too tight and rubbed on the wheel during use. This rubbing caused the right tire to be more worn than the left. Both brakes were functional and stopped the wheel rotation when activated. It is not known if the brakes had been adjusted correctly when the end user first began using the device. We also do not know if ongoing maintenance had been performed. The caregiver acknowledged that the recommended seat belt had not been used as is stated in the owner's manual.

Event description:
Chair hit a curb and end user fell out and fractured her foot.